Manufacturer narrative:
The call ended before the customer's personal info or product info could be obtained. It's not possible to determine the manufacture date or 510k number without the meter info.

Event description:
The customer tested her blood glucose and received a 100 mg/dl difference between readings using her contour meter and another meter. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to provide any additional info before ending the call. No product will be returned.